Event description:
Runs after food is gone/won't stop running. Pt injury: no.

Manufacturer narrative:
Actual device was evaluated, set was not returned with the pump. Results: the eval included performance testing (accuracy, air/no food alarm, etc.) And performed according to spec. Conclusion: the alleged complaint/defect could not be duplicated. If more customer/patient info becomes available, a follow up report may be submitted.